Manufacturer narrative:
Continuation of d10: product ID a820 product type software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving clonidine and fentanyl via an implantable infusion pump for non-malignant pain indications for use. It was reported that the patient had a pocket revision and the manufacturer's representative (rep) was there and had issues with the patient's controller. The patient stated the rep took the controller and gave it back to them and ever since then they had been getting stuck at 90% and it takes 2 to 3 minutes for it to complete one session to go to the next session and when it goes to 90% it takes another 2-3 minutes to finish. The patient also stated they were getting error codes 518 and the application (app) was not responding. The patient stated this error code had been persistent since the pocket revision in october. Technical services (ts) walked the patient through closing out of all apps that were running in the background. The patient did not confirm that they were able to give themselves a bolus during the call because they were currently locked out. Ts assisted the patient with clearing the 90% lag by clearing the data on their handset. The patient would follow-up with their healthcare provider (hcp) about error code 518. The patient mentioned they were recently sent a new communicator.